Event description:
It was reported that a device experienced constant air-in-line alarms when no air was present in the line. There was no patient incident or adverse event reported.

Manufacturer narrative:
MFR reference number: (B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.